Manufacturer narrative:
The exact procedure date is unknown, but it was reported that the procedure was performed during the first week of (B)(6) 2013. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the gastrointestinal tract during treatment of a gastrointestinal bleed. According to the complainant, during the procedure the injection gold probe would not activate. The same generator was used to complete the procedure along with a second injection gold probe device. No visible damage to the complaint device or the packaging was reported. The device was not tested prior to use. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual analysis of the device found no anomalies. An electrical evaluation was performed, which included load and isolation of electrode tests; the device was found to be within specification. Complaint not confirmed, the product returned showed no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the gastrointestinal tract during treatment of a gastrointestinal bleed. According to the complainant, during the procedure the injection gold probe would not activate. The same generator was used to complete the procedure along with a second injection gold probe device. No visible damage to the complaint device or the packaging was reported. The device was not tested prior to use. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.